Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the sickness hit them since they got their handheld. There was a report of a fever. The patient went to their healthcare provider (hcp) for an injection on (B)(6) 2016 but the hcp would not do it because of an infection. It was reported that the hcp did a blood test and then put the patient on antibiotics. The patient took the last pill and was feeling a whole lot better. It was reported that the patient's back was itching. They described the itching started after they got injections on (B)(6) 2015 and the injections disagreed with them. At first, the patient reported that the itching was right on top of the stimulation under their ribcage but later reported that it was where the leads went into their spine in the middle of their back. Which was later reported was by their right shoulder. After their injections, the patient went into the hospital with an infected scrotum where they were given several antibiotics. The patient had been itching ever since. The last part of (B)(6) 2015, the patient was in the hospital then to rest home for 20 days during most of the month of (B)(6) 2015. The patient though it was the medication. Relevant medical history includes chronic low back pain and spinal pain.